Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct400 19.0 diopter intraocular lens (iol) rotated after implantation. Reportedly, the physician was planning on keeping the lens in the patient's eye and repositioning the lens in a secondary surgical procedure. Additional information was received and it was learned that the lens rotated by 39 degrees. The lens was rotated on (B)(6) 2017. There was no patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.